Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set crimped cannula event on 23-sep-2024. The infusion set was in use for 4 hours. The blood glucose level was high (specific value unknown) and the patient was treated with correction injection via multiple daily injection (mdi). No further information available.